Manufacturer narrative:
Innovative health llc became aware on 26-apr-2024 of a report from central maine medical center of a reprocessed viewflex xtra ice diagnostic ultrasound catheter that was bent. The device was reported to have been inserted to view heart chambers for septum crossing when the issue occurred. The patient condition before and after the event was reported to be stable. No additional medical intervention was required. No injury was reported. A review of the process control record was performed and no anomalies were noted. The device was not returned for investigation. Therefore, with the information available, innovative health cannot confirm any performance issues with the reported device.

Event description:
The device was reported to be bent. The failure was reported to have occurrred at insertion of the device.